Manufacturer narrative:
Manufacturer evaluation of the instrument logs provided, which cover the period between (B)(6) 2021 and (B)(6) 2021, showed that: (B)(6). Information documented by the fss details that the sub-optimal tissue processing reported by the complainant was derived from either the "labcorp 2 hr" and the "labcorp 3 hr" protocol; approximately one third of cases processed were affected and the tissue type(s) and size(s) of the affected samples were detailed as: "various including skin, colon, bloody specimens" and "1 various 1-5mm" respectively. Section 8.2.1 of the leica peloris/peloris ii rapid tissue processor user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types as follows: · the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. · the 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. · the 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. · the 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). · the 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol. The manufacturer recommendations detailed above indicate that the "labcorp 2 hr" and the "labcorp 3 hr" protocols with a duration of approximately two (2) and three (3) hours respectively are not appropriate for processing a portion of the tissue types/sizes, which were detailed as "various including skin, colon, bloody specimens" and "1 various 1-5mm" respectively.

Event description:
The complainant contacted leica biosystems and the following was documented in relation to peloris ii rapid tissue processor serial number (B)(4): "customer reported dry tissue in the last month on possibly 2 different instruments." On (B)(6) 2021, the assigned leica applications specialist - core histology (fss) visited the customer site in order to obtain further information regarding the circumstances involved in this complaint, and to provide applications. The fss documented the following observations: "customer reported dry tissue every day over the last month. Did not has specific instruments, days or runs. The ethanol concentrations were checked and all were slightly higher when compared to the software. It was observed that the lowest ethanol on the instrument was 76.6%. Logs were reviewed and there were instances in which the first ethanol concentration was above 70%. There were also multiple repeated 132 insufficient reagent errors that were not resolved, indicating that less than desirable reagents were used frequently. Instrument was dirty, and maintenance of the retorts, lls, and bottles appears to have not been completed for some time. Customer also uses flex alcohol (methanol and isopropanol blend). -33 instances of thresholds exceeded, namely cleaning -2 instances of scheduled reagent was unavailable; best alternative used (101) -144 insufficient reagent bottles 10 and 16 (132) -35 instances of (6006) higher than 70% used for first step as high as 85.3 -30 instances of requested station not available, reagent station substituted in protocol step (bottle 6) (10010) -2 instances of requested station not available, reagent station substituted in protocol step (wax 3) (10010) -customer did state that some tissue may be placed on wrong run (i.e. Smaller tissue on 3 hr run)". The fss documented both the ethanol concentration in bottles 3-10 inclusive measured using a hydrometer and that calculated by the instrument software. The variance between the measured and calculated ethanol concentration was found to exceed the acceptable limit of 5% in bottles 4, 9 and 10, in which the measured ethanol concentration was 93.4%, 98.3% and 76.6% respectively and the calculated concentration was 86.5%, 92.9% and 70% respectively. The fss also documented that the tissue samples exhibiting sub-optimal processing had been identified "daily for approximately last month" from processing runs executed using either the "labcorp 2 hr" or the "labcorp 3 hr" protocol, with approximately one third of cases impacted. The tissue type(s) and size(s) of the affected samples were detailed as: "various including skin, colon, bloody specimens" and "1 various 1-5mm" respectively. On 13 april 2021, the assigned leica applications specialist - core histology received information that all cases involved in this event were diagnosable.